Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference : (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8110 unit. Customer (B)(6) called in for help on syringe unit when try to use on the floor and the infuse is running the unit is making a clicking sound which is part of the housing on the unit. Unit is not a year old. Customer will send unit back for services repair under warranty.